Manufacturer narrative:
This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference MFR. Report number 1221359-2022-01565.

Event description:
The customer reported conflicting results with the ID now covid-19 assay for two patients with one lot. This MFR. Report addresses patient 2 of 2. The customer reported conflicting results with the ID now covid-19 assay performed on (B)(6) 2022. The initial test generated a negative result and when the sample cartridge was used in a new ID now instrument the test generated positive results. Per the customer, the patient was symptomatic. No additional information, including patient treatment and outcome, was provided.

Manufacturer narrative:
Investigation report: testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot m178905 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed forkit part number 191-000 / lot m178905 and test base part number 190-430 / lot m178905. The lot met the required release specifications. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices distributed is (B)(4).. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices distributed is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference.

Manufacturer narrative:
This supplemental is being reported to provide the following updates: the remainder of the investigation remains in progress. A supplemental report will be provided after completion. Please reference all related MFR. Report numbers (B)(4) and (B)(4).